Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Cusotmer was hospitalized for high blood glucoase levels and ketones. Customer was unable to troubleshoot at time of call. Nothing further reported.